Event description:
New information received noted that high impedance was observed on the right ventricular lead. There were no allegations of malfunction against the right atrial lead. Xray revealed that the system was functioning correctly. All values were normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-15706. It was reported that the patient presented in clinic since he felt and heard a pop in the area of his pacemaker after heavy lifting. The right atrial lead and right ventricular lead exhibited high, out of range impedance. The patient has stated he experiences fatigue more easily since the event. The patient was seen back in clinic for follow up after xray. The patient had appropriate capture and impedance values. No interventions were made at this time. The patient was stable and will continue to be monitored.